Event description:
The customer was performing rhd type testing of a pt sample with mts a/b/d monclonal and reverse grouping card lot# 062706037-18 in manual gel and reported that they observed negative results. The customer performed rhd type testing with the tube method and reported positive reactivity in coombs phase, indicating a weak d. Test results did not match those obtained with an alternate test method, preventing erroneous results from being released.

Manufacturer narrative:
Returned samples were not provided for additional investigation. Product labeling states that negative reactions in the mts a/b/d monoclonal and revere grouping card must be confirmed with a reagent licensed for antiglobulin phase testing to confirm negative d status. No definitive root cause was determined. However, tube testing and manual gel testing are different methodologies and discrepancies between the two do not necessarily indicate product malfunction.